Event description:
Dexcom g7 sensors have been failing at an over 30% rate. Over the past 6 months I have replaced over 8 sensors. These sensors are vital to me living with type 1 diabetes as they give me information about my blood glucose levels. The dexcom beyond failing never lasts the advertised 10 days (they usually fail at around 7). The insertion mechanic that they use to get the cgm into your body consistently causing bleeding resulting in the dexcom failing. Reference report: mw5162195, mw5162196, mw5162197, mw5162199, mw5162200, mw5162201, mw5162202.